Manufacturer narrative:
Product event summary - the full lead was returned in segments and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. Analysts' comments: the lead was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿increased/high impedance¿ described in the event. Although explant damage was noted, no other anomalies were observed regarding the lead. Results for all electrical testing were within specified parameters.

Event description:
It was reported that the patient called the clinic due to an alarm ringing. Evaluation of the device found an increase in ventricular pace/sense impedance and high impedance. There were also increased pacing thresholds and r waves were fluctuating. The lead was explanted and replaced. The device was also replaced at the same time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.